Manufacturer narrative:
In the investigated complaint, the circumstances under which the equipment was damaged remain unknown. However, based on the bed's condition, analysis of the previous complaints and the conducted investigation, it is believed that the most likely scenario is that the bed was subjected to excessive external force, resulting in side rails partial detachment. According to the instructions for use for citadel plus bed (IFU 831.374 rev. H), the operation of the sides rails should be checked daily. "Failure to carry out these checks, or continuing to use the product if a fault is found, may compromise the safety of both the patient and caregiver." "If the result of any of these tests is unsatisfactory, contact arjo or an arjo-approved service agent." To sum up, the side rails were partially detached from the bed's frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to the partial detachment of the side rails which can lead to a patient fall. There was no patient involvement. No injury was reported. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The arjo service technician inspected the bed and found that both foot-end side rail were damaged, screws securing the plastic panels to the metal plates were loose (partially torn out), resulting in partial detachment of the side rails. There was no indication of the patient involvement. No injury was reported.